Event description:
It was reported to boston scientific corporation that obtryx halo transobturator midurethral sling system was used during a bladder neck suspension procedure. According to the complainant, the physician had difficulty initially advancing the delivery device through the obturator foramen and around the descending pubic ramus. This occurred on the first side of implantation which was the patient's left side. It was reported that the distance from the patient's outside skin surface through the obturator muscles to the space behind the pubic ramus was wider than the diameter of the curve of the delivery device. It was also reported that the patient was very obese and had an unusually thick descending pubic ramus. The physician did not encounter tough tissue. The physician completed the procedure with a different device and the patient's condition at the conclusion of the procedure was reported to be "fine."